Manufacturer narrative:
Initial and final MDR 1948141- MDR 3003442380-2024-22144- device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in spain. On 03-jul-2024 and 08-jul-2024 it was reported that the patient faced infusion set cannula was kinked within 3 hours of insertion. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.